Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 4-apr-2024, 6-apr-2024 & 08-apr-2024, it was reported that three infusion set was fell off during use and infusion set is used for 2 day each. No further information available.